Event description:
The customer reported that there was a communication failure error message. This error resulted in loss of functionality and a system reboot was required to regain system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The rtos (real time operating system) cpu assembly was evaluated and replaced. The system hard drive was also evaluated and replaced as part of the service event. The system was tested and found to be working as intended and returned to service.